Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) continuously displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message on power-up was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of single point load cell #2. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up. The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization was performed, and the results indicated a failure of single-point load cell #2 (over-reporting). Single point load cell #2 needs to be replaced to remedy the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number: (B)(6).

Event description:
The customer reported during patient use, the autopulse platform (sn: (B)(6) continuously displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message on power-up. The crew removed the platform from the patient and switched to manual CPR. The customer tested the platform with a manikin with the same result. No impact or consequence to the patient.